Manufacturer narrative:
Alarm "run away" was reported. A getinge field service technician (fst) investigated the device on 2021-11-18. The fst could not reproduce the reported failure (¿run-away¿ error message). He checked the device for potential failures in the related area (function check of the pump). The optical tacho board was cleaned and adjusted. After a function test, the device was delivered to the user in working condition. No parts were replaced. According to the service manual heart-lung machine hl 20 version 02 in chapter 6.11.6 adjustment of tpm optical tacho board the following is stated: the optical tacho must be adjusted after replacement or in case of speed differences between control system and safety system. The most probable root cause could be determined as aging. Device was manufactured in 2013. Aging can change the properties of electronic components, which can cause it to have to be re-adjusted. Thus the reported failure "runaway" error message could be confirmed but the product was functioning as intended. As an action the getinge sales and service will be informed to follow the instructions in the service manual. Non-conformities (include non-conformities in production process) at mcp were reviewed for the period of (B)(6) 2013 to (B)(6) 2021. There was no non-conformity related to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#(B)(4).

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Alarm "run away" was reported. The field service technician was onsite and could not duplicate the error message, but during testing it was found that self test beep sound was not alarming.